Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services discussed options. The health care professional would continue to monitor. The lead remains in service. No adverse patient effects were reported.